Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the urgency that they had before they got the implant is back and it has been like this "for a while". The caller reports that they feel a slight vibration even when it is off. Helped caller connect to implant and increase the stimulation. Caller will maintain stimulation and adjust as necessary. Confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included that the caller mentioned that they are walking with a brace and using a cane.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.